Event description:
The customer reported that there were times when the video would not appear [no image]. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported issue and found it was due to a failure of the image pickup unit, causing noise to occur in the image during the angulation operation in the right/left directions, resulting in the image not appearing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the image issue was likely caused by a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. In addition, service observed the adhesive on the bending section cover (a-rubber) was chipped. The angle engagement was loose due to wear of the forceps elevator lever. The universal cord protective boot was torn due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.